Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. A57117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual disorder, uterine bleeding, hemorrhagic ovarian cyst and acute cystitis. Concomitant products included alprazolam (xanax), calcium, colecalciferol (vitamin d3), ethinylestradiol;etonogestrel (nuvaring), ibuprofen (motrin), iron, medroxyprogesterone acetate (depo provera), omeprazole and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("anemia"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateraal removal of fallopian tubes), hysterectomy and salpingectomy (bilateraal removal of fallopian tubes),total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, autoimmune disorder, pelvic pain, dysmenorrhoea, anaemia, migraine, headache, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, fatigue and abdominal pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, anaemia, autoimmune disorder, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: one to two ring of trailing coils are visible when the implant is completely released. Similar procedure was done on the contralateral side without any difficulty discripant information received about insertion date: earlier reported date was 29-jan-2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 23-may-2013: both essure devices are correctly positioned and both fallopian tubes are completely occluded. Lot number:a57117 manufacturing date:2012/10 expiration date:2015/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. A57117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual disorder, uterine bleeding, hemorrhagic ovarian cyst and acute cystitis. Concomitant products included alprazolam (xanax), calcium, cholecalciferol (vitamin d3), ethinylestradiol;etonogestrel (nuvaring), ibuprofen (motrin), iron, medroxyprogesterone acetate (depo provera), omeprazole and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("anemia"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy and salpingectomy (bilateral removal of fallopian tubes), total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, autoimmune disorder, pelvic pain, dysmenorrhoea, anaemia, migraine, headache, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, fatigue and abdominal pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, anaemia, autoimmune disorder, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: one to two ring of trailing coils are visible when the implant is completely released. Similar procedure was done on the contralateral side without any difficulty. Discrepant information received about insertion date: earlier reported date was (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: both essure devices are correctly positioned and both fallopian tubes are completely occluded. Most recent follow-up information incorporated above includes: on 2-may-2019: plaintiff fact sheet-events anemia, migraines / headaches, dysmenorrhea (cramping), perforation (fallopian tube(s)), perforation (uterus), lot number were added. Event injury was deleted and case category was changed from device other event to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.